Event description:
It was reported in a medwatch report that there was an over infusion of an unspecified medication. The nurse set the pump to 1.4 ml/hr and noticed the medication was infusing "much quicker than a 1.4ml/hr dripping would be." The medication emptied quicker than programed despite being set at the correct rate. An incomplete date of october was provided. Although requested further information was not provided.

Manufacturer narrative:
The reported issue of over infusion of an unspecified medication could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause of this failure was not identified as no product was returned a review of the device history record showed the device had a manufacture date of 03/20/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that there was an over infusion of an unspecified medication. The nurse set the pump to 1.4 ml/hr and noticed the medication was infusing "much quicker than a 1.4ml/hr dripping would be." The medication emptied quicker than programed despite being set at the correct rate. An incomplete date of october was provided. Although requested further information was not provided.

Manufacturer narrative:
Additional information added to: 3. (B)(6) 2020 is added as it is practice to pick the 1st day of the month if a date during that month is not specified. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported in a medwatch report that there was an over infusion of an unspecified medication. The nurse set the pump to 1.4 ml/hr and noticed the medication was infusing "much quicker than a 1.4ml/hr dripping would be." The medication emptied quicker than programed despite being set at the correct rate. An incomplete date of october was provided. Although requested further information was not provided.